Manufacturer narrative:
Upon further evaluation, it has been determined that this event does not meet the criteria to be classified as a complaint. Reference to complaint #(B)(4).

Event description:
On (B)(4).2024, znyo medical received a report that during the preventive maintenance (pm), failed the 30 psi occlusion test at 21. No report patient was involved.

Manufacturer narrative:
There are no previous complaints on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that when the pressure was set at 30 psi, the 30 psi occlusion failed test at 21. The recalibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).